Event description:
It is reported that in 1997 patient underwent left total hip replacement. Post-op the stem was discovered to have debonded and as result, the hip was revised on 2000 where the stem was removed and replaced.